Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the display screen on the insulin pump is scratched and she is having a hard time reading the content. Customer's blood glucose at the time of the incident was 128 mg/dl. Product is not expected to return.